Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: va0ef6w, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 02-dec-2017, UDI#: (B)(4). Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a patient that they have noticed a buzzing sensation in the area by the lead when they have been sitting for an extended period of time, once while they were driving for 7.5 hours, the other time when they drove for 1.5 hours and then sat at a computer for 3 hours. The patient stated that it was like a burst of fluttering that kept on happening. Prior to this occurring, the patient stated they did have the device checked at the health care physician (hcp) office by the hcp staff and they were told that they had between 2-3 years left on the battery. The patient noted that it was occurring intermittently and that they had performed no troubleshooting/interventions up until this point. The patient noted that they did have a fall. The patient said that they were active and that they did life for grandson; were needed. This issue was noted to be related to positional movement. So far it had occurred when the patient was in a sitting position for an extended period of time. It was suggested to the patient to check the device status and when the patient connected, the patient did press the stimulation off button so that when they connected, it showed that stimulation had been off. The patient said that immediately after turning their stimulation off they felt the buzzing sensation, however by the end of the call the patient said that the buzzing sensation had stopped. It was reviewed with the patient the options for monitoring and suggested that they contact their hcp office to report and schedule a device check. The patient was going to follow up with their hcp. The location of symptoms were reported to be the spine, near the wire. It was noted that this had been sudden in (B)(6) 2019, which was when the first buzzing sensation had occurred. There were no further complications reported.